Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause of the incident couldn¿t be exclusively identified. A likely mechanism casing the tissue pad peeling might be the following: during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When a body fluid or tissue is present on the grasping section, probe tip or insertion section surface during the procedure, immediately remove it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. To avoid the load increasing around the distal end of the grasping section in order not to become hard to open or close, try to keep a clean grasping section during treatment by users. Otherwise, vibration failure or other issues may occur". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there were no scratches or indications of contact with an object with the probe and grasping section. When inspecting the probe, no error was detected. When the probe was activated in the seal mode by closing the grasping section, a short circuit error was not detected. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the thunderbeat open fine jaw type x had a u508 short circuit error. The issue occurred during a therapeutic thyroidectomy procedure. A similar device was used to complete the procedure without delay. The device was inspected prior to use and no issues were found. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the tissue pad in the grasping section was worn and partially peeled off. The report is being submitted due to the defect found during evaluation.